Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. It is unknown how the container was being stored in the drawer as it is not clear if the container is stored vertical in upright position or in a horizontal position. In addition, the sales representative reported observing the staff transporting sharps with one hand on the handle and squeezing them on the sides. A potential root cause identified that may have contributed to this event would be improper handling/carrying of a filled sharps container for disposal. Based on the existing controls, a formal investigation is not deemed necessary at this time. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation. This complaint will be used for qa tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a sharps container. Customer reports that container pierced by a needle when the nurse was disposing container. Nurse was poked by needle. It seems like bad sharps handling and storage practices are at cause. Device was not used on a patient. Medical intervention: disinfection, dressing, screening tests. It is unknown at this time if device will be returned for evaluation. This happened in the nuclear medicine department. The nurses dispose of syringes in the lab, these sharps are initially placed in a drawer and nurses write down the dates on the sharps lids as they need to be stored for 1 to 3 months before being sent to final disposal. Because they write dates on the lids, they store them sideways afterwards to see the dates and know when to send them for final disposal. That is when the puncture happened. The sales rep also observed staff transporting sharps with 1 hand on the handle on squeezing them on the sides. The sales rep stated that even though the needle that poked the employee was not used, the container may have been exposed to products used on patients.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.